Event description:
It was reported via user facility medwatch#: (B)(4) that stent damage occurred. The patient presented with diabetes mellitus, hypertension and coronary artery disease. The target lesion was located in the right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, the stent was damaged by calcium. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was discharged on the same day.

Manufacturer narrative:
Device/media analysis: this device was not returned for analysis. Two photos of the device were received and attached to the complaint record. The photos shows the mid stent struts lifted and pulled proximally. Also, tip damage is noted on the distal region of the tip.

Event description:
It was reported via user facility medwatch#: 3600840000-2022-8038 that stent damage occurred. The patient presented with diabetes mellitus, hypertension and coronary artery disease. The target lesion was located in the right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, the stent was damaged by calcium. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was discharged on the same day.

Event description:
It was reported via user facility medwatch#: (B)(4). That stent damage occurred. The patient presented with diabetes mellitus, hypertension and coronary artery disease. The target lesion was located in the right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, the stent was damaged by calcium. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was discharged on the same day. It was further reported that the target lesion was 80% stenosed and the calcification was severe.

Manufacturer narrative:
Device/media analysis: this device was not returned for analysis. Two photos of the device were received and attached to the complaint record. The photos shows the mid stent struts lifted and pulled proximally. Also, tip damage is noted on the distal region of the tip. B5 describe event or problem updated h3 other text : photo review.